Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2012; during a f/u on (B)(6), the ventricular lead impedance was higher than 3 kohm. During the re-intervention a few days later, the ventricular lead could be removed from the pacemaker port without unscrewing the setscrew. The physician requested clarifications on the screwing procedure, whether one "click" from the screwdriver is sufficient or not, or whether there was any other issue with the screwdriver or pacemaker connector.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.